Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a temporary sensor error alert while using a dexcom g6, with signal loss noted and no responsible device identified, and was advised to wait for resolution unless the alert escalated to a sensor failure or replace sensor message. Symptoms included no reported clinical effects and blood glucose was reported as unaffected. Outcomes included no impact to health and no hospitalization. Investigation included user education and troubleshooting focused on temporary transmitter or signal issues. Investigation of this case revealed a temporary continuous glucose monitoring transmitter or signal issue without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue.